Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure 3 resolute onyx des were implanted in the cx and 4 resolute onyx des were implanted in the lcma. The cec adjudicated non-q-wave mi (target vessel), 3rd udmi peri-pci of the lad occurred one day post index procedure.